Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. No adverse patient effects were reported. This lead remains implanted. The patient will continue to be monitored and no further changes were performed to date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Additional information noted that this patient developed an unrelated infection of the lower limbs (details not provided). The patient had not needed pacemaker support since implant (not dependent) and the physician elected to prophylactically explant the pacemaker system. Upon attempting to explant this lead, the lead became fractured around the subclavian area during extraction. A femoral approach was attempted and most of the lead was removed, however the physician noted that the lead tip which remained could not be extracted and remained in the patient. The physician noted that the helix was not damaged despite strong pulling forces to attempt to extract the lead. It was noted that part of this rv lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant date.

Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Additional information noted that this patient developed an unrelated infection of the lower limbs (details not provided). The patient had not needed pacemaker support since implant (not dependent) and the physician elected to prophylactically explant the pacemaker system. Upon attempting to explant this lead, the lead became fractured around the subclavian area during extraction. A femoral approach was attempted and most of the lead was removed, however the physician noted that the lead tip which remained could not be extracted and remained in the patient. The physician noted that the helix was not damaged despite strong pulling forces to attempt to extract the lead. It was noted that part of this rv lead was expected to be returned. Additional information received indicated that this lead also exhibited noisy signals.

Manufacturer narrative:
The lead was returned severed 574mm from the terminal end, while only the proximal segments was returned. Laboratory analysis found a fractured conductor at the end of portion of the conductor returned approximately 580mm. The fracture characteristics were consistent with cyclic fatigue and likely around the clavicle first rib region but due to the fact that much of the fractured area was not returned it was not possible to confirm. Laboratory analysis noted that the noise, pacing impedance high out of range and fracture allegation was confirmed based on the fracture conductor finding. -lead was returned severed ~574 mm from the terminal end. Only the proximal segment was returned. The anode coil is stretched, and the end is located at approx. 580mm. -an extracting stylet was returned stuck in the lead segment returned. -suture sleeve tied tight onto the lead likely for extraction purposes. -noted blood/body fluid in the lumen(s). -noted cuts in insulation, also the terminal seal rings have been cut off of the lead - likely explant damage and for extraction purposes. -noted stretched coils - likely explant damage. -both conductor resistance measurements passed on the segment of lead returned. However, the end of the anode coil appears to be fractured visually. -a fractured anode conductor was observed right at the end of the portion of conductor returned approx. 580mm. Fracture characteristics are consistent with cyclic fatigue. There is tissue around the fracture area. It is likely the fracture occurred in, or around the clavicle first rib region. But due to the fact that much of the fractured area was not returned, unable to make a conclusion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Additional information noted that this patient developed an unrelated infection of the lower limbs (details not provided). The patient had not needed pacemaker support since implant (not dependent) and the physician elected to prophylactically explant the pacemaker system. Upon attempting to explant this lead, the lead became fractured around the subclavian area during extraction. A femoral approach was attempted and most of the lead was removed, however the physician noted that the lead tip which remained could not be extracted and remained in the patient. The physician noted that the helix was not damaged despite strong pulling forces to attempt to extract the lead. It was noted that part of this rv lead was expected to be returned. Additional information received indicated that this lead also exhibited noisy signals.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Additional information noted that this patient developed an unrelated infection of the lower limbs (details not provided). The patient had not needed pacemaker support since implant (not dependent) and the physician elected to prophylactically explant the pacemaker system. Upon attempting to explant this lead, the lead became fractured around the subclavian area during extraction. A femoral approach was attempted and most of the lead was removed, however the physician noted that the lead tip which remained could not be extracted and remained in the patient. The physician noted that the helix was not damaged despite strong pulling forces to attempt to extract the lead. It was noted that part of this rv lead was expected to be returned. Additional information received indicated that this lead also exhibited noisy signals.

Manufacturer narrative:
This report is being filed to correct the additional manufacturer narrative field. The lead was returned severed 574mm from the terminal end, while only the proximal segments was returned. Laboratory analysis found a fractured conductor at the end of portion of the conductor returned approximately 580mm. The fracture characteristics were consistent with cyclic fatigue and likely around the clavicle first rib region but due to the fact that much of the fractured area was not returned it was not possible to confirm. Laboratory analysis noted that the noise, pacing impedance high out of range and fracture allegation was confirmed based on the fracture conductor finding.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. No adverse patient effects were reported. This lead remains implanted.